Event description:
Pt was an 84-yr-old woman who was dialyzing. It was not her first treatment on the dialyzer. The dialyzer was primed according to MFR's directions and was not re-used. The pt complained of increasing pruitis which had occurred mildly during her two previous treatments. Her vital signs, bp 155/55, p-76, remained stable. She experienced no other symptoms, other than a mild rash approx 2 hrs later. She was given benadryl 25mg po which gave her some relief from the itching. Her dialyzer was switched primed using beef heparin, and she has not had any recurrence. She is on procardia xl 60mg for control of hypertension.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.